Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast visible in the inflation lumen and the balloon was loosely folded. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to inflate the balloon and the analysis confirmed that there was a pinhole in the balloon, 1 millimeter proximal to the distal balloon marker. Balloon material ruptures may be related to factors such as, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use and the balloon was initially pressurized twice without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as moderately tortuous, moderately calcified and 99% stenosed, which likely contributed to the reported difficulties. Scanning electron microscopy (sem) analysis confirmed a radial leak in the balloon proximal to the distal balloon marker, intersecting a fold. Mechanical damage, shredding and tearing were observed on both the outer and inner surface of the balloon near the radial leak. The sem report concluded that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. It is likely that the catheter met resistance from an interaction with the tortuous and calcified lesion, such that the balloon became weakened and ultimately ruptured after multiple inflations. This likely contributed to the noted resistance during removal as the ruptured balloon material may have interacted with the calcified lesion during retraction of the device. In review of the reported information and the analysis of the returned catheter, the reported difficulties appear to be related to circumstances of the procedure. Additional information received from the account stated that the balloon was initially soaked per the instructions for use (IFU). However, it was noted that the guide wire lumen was not flushed and the device was prepared inside the body. It should be noted the IFU instructs the user to insert the flushing tool into the distal end of the catheter, and inject heparinized normal saline into the lumen with a syringe. The IFU further cautions, all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Furthermore, force was reportedly applied against resistance during advancement and removal of the device. The IFU further states that the treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Since the balloon was successfully inflated twice without difficulty, advancing the system against resistance does not appear to have directly caused or contributed to the reported rupture. The reported IFU deviations do not appear to have directly caused or contributed to the reported balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database indicated no similar incidents reported from this lot. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the moderately tortuous and calcified left circumflex artery, the physician crossed the lesion with a fielder fc guide wire. A 2.0 x 12 mm mini trek rx dilatation catheter was advanced into the patient anatomy with some resistance due to the patient anatomy and some force was applied. The mini trek balloon was inflated to 8 atmospheres (atms) during the first inflation and 12 atms during the second inflation; however, during the third inflation, the balloon ruptured at 14 atms. The mini trek was removed from the anatomy with resistance due to patient anatomy and some force was applied. A 2.5 x 12 mm voyager nc was then advanced using the fielder fc guide wire and pre-dilatation was performed. A 2.5 x 23 xience v stent was advanced to the lesion and the stent was deployed. The voyager nc was used to complete post-dilatation. There was no clinically significant delay and no adverse patient effects. No additional information was provided.